Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during basal/bolus. Customer's blood glucose was 145 mg/dl. The insulin pump was not exposed to a high magnetic field, and the customer was assisted with clearing the alarm. Customer was advised to disconnect from the pump. Customer stated that the motor error occurred twice in the last 30 days. Customer does not use the sensor feature on the pump, but they are able to rewind the pump. Customer was advised to return the pump with the battery and zero out the basal rates. Customer was also asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.